Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the device screen indicated that the device was infusing; however, there was no actual infusing taking place. There was patient involvement and no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the report of a patient incident where the device screen indicated that the device was infusing although there was no actual infusion taking place was not confirmed or replicated during the investigation. Rate accuracy and preventive maintenance testing was performed on the suspect pump module and found the device operating in optimal condition. The customer did not provide a date or time for the event. A review of the incident pump module event logs shows that the last infusion was performed on (B)(6) 2025, at 11:34:50 am. At 11:34 am, the suspect pump module was selected and configured for an infusion with a rate of 372ml/h and a vtbi of 300 ml. The infusion was started. At 11:46 am, the device was paused, and after that, the device was channeled off. The pump module event log could not determine why the infusion that was programmed to infuse for approximately 48 minutes was terminated early after only infusing for approximately 12 minutes. The incident administration set was not returned for this investigation; therefore, its inspection and testing could not be performed. Alaris system user manual (v12.1), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. Conditions that shift flow rate accuracy down (slower flow): positioning the pump module below the patient's heart level. Listed in the recommended flow rates by catheter size and type of infusate on page 123 (can cause back pressure). If a delay is programmed: delay period counts down on main display. If a before callback has not been scheduled. Infusion automatically starts at end of delay period. Devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n (B)(6): the device was opened during the investigation, please ensure proper assembly and torque screws as required. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of a patient incident where the device screen indicated that the device was infusing although there was no actual infusion taking place was not confirmed or replicated during the investigation. The returned device was fully tested, evaluated, and no issues or anomalies were observed during laboratory testing.

Event description:
It was reported the device screen indicated that the device was infusing; however, there was no actual infusing taking place. There was patient involvement and no harm. Although requested no additional information will be provided by the customer, no devices will be returned.